Manufacturer narrative:
The amount of ablation times were evaluated by medtronic personnel. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed. The suspect cooling catheter system (ccs) has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a laser induced thermal therapy (litt), the catheter was difficult to remove from the cannula. It was reported that the issue occurred following an ablation and the instrument was not in the patient's skulll. It was reported that once removed, the tip of the catheter was not present. The catheter tip was found in a collection bag outside of the patient and was observed to be charred.